Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post procedure, the patient was doing well with no complications. The explanted ipg was discarded and will not be returned for analysis.